Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that yesterday he had a button error alarm. Customer was sitting outside with his wife and felt the pump buzz. Customer then received a button error alarm. Customer's blood glucose was 285 mg/dl today. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the high blood glucose.